Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, after inserting the device into the patient, it was notice that only one of the jaws opened. Furthermore, when trying to take a biopsy the jaws would not close. The scope and forceps were removed from the patient together and subsequently the jaws were manually closed to allow safe removal of the forceps from the scope. Reportedly, no biopsy samples had been collected with this device prior to the alleged issue, and the device was not inspected/tested prior to use. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; pull-wire broken.

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken. Material analysis determined that the component did not present any material anomalies, and that the fracture occurred due to a bending overload followed for a shear/tear overload. The device welding and riveting was found to be within specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the jaws could not be closed. During device evaluation it was found that the returned unit presented one pull wire broken. The most probable root cause for this damage is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely caused the pull wire to break and subsequently inhibit jaw function. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).